Manufacturer narrative:
Manufacturing site: (B)(4). The caravel microcatheter was returned for evaluation. The returned microcatheter was missing its tip. A crack made by tensile stress was found at the junction of tip and shaft segments. The torn tip was crushed and the lumen turned into an oval shape. The distal end of the braid tube was exposed and tip polymer and the inner jacket were stretched at the torn tip end. These findings indicated that the tip was torn off by tensile stress. Above observation suggested that the tip was stretched and torn apart at approximately 2mm from the distal end where was originally the junction of polymer-only and polymer-and-braid tube segments. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to separation of the tip. The applied tensile stress would exceed the product design limit when the catheter was being removed at the time it was being trapped with the balloon. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter separated during a pci to treat a cto in the lad #7. The guide wire was used to support a guide wire and crossed the lesion. A non-asahi kusabi exchange catheter was used to remove the caravel microcatheter. Upon removal of the microcatheter, the tip was noted missing. Confirming under fluoroscopy found the separated tip remained on the guide wire. Another guide wire was advanced to tangle the wire in anatomy with the separated tip and both wires were retrieved into a guide extension catheter. The procedure was continued after successful retrieval of the separated tip. Recanalization was achieved with stent deployment. The retrieved tip was lost after it was taken out of patient anatomy. There were no adverse patient effects associated with this event.